Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted in attempt to direct stent a lesion in the left anterior descending artery. The stent was successfully placed across the target lesion. The stent delivery balloon reportedly burst at 8 atmospheres during the deployment of the stent. The stent delivery system was removed from the pt and an angioplasty balloon was inserted and used to post dilate the stent. The stent was successfully deployed and there was no report of injury to the pt. The instructions for use were not followed when the lesion was not pre-dilated prior to the stent being inserted. The cause of the leak is unknown, however, the lesion was slightly calcified and that may have contiributed to the event.